Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactor confirmed the device was cracked with a small piece broken off along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits scratches and deformation on the edges indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The sp2 tibial radel impactor associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(6) from medical device reprocessing at (B)(6) informed me of a cracked instrument. She requested that we replace the tibial impactor instrument since it has a crack in it and wear and tear.